Event description:
It was reported that the patient presented with late onset pericardial effusion. The patient was on warfarin and it was suspected that the lead rubbing inside the coronary sinus eventually led to the effusion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.